Event description:
Caller reported that insulin gauge displayed an amount different than expected, noting a current issue with the pump's fill estimate showing 100 units instead of the expected 200 units. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through the process of filling and loading a new cartridge and delivering a bolus to correct the insulin estimate issue, ultimately resolving the problem without identifying any further issues with the cartridge.